Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier (B)(4) is aviva lot 495989, medwatch with a1 identifier (B)(4) is smartview lot asku.

Event description:
Caller reported he tested on his aviva meter and received a reading of 67 mg/dl. He tested again, this time on his nano meter, and received a reading of 147 mg/dl. Results were obtained within 10 minutes of each other. No adverse event. A request was made for the return of the meter and strips, replacement sent.